Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device had a bpa alert with no eri or eol. The patient had no symptoms. Patient's device also showed loss of capture and the patient's phrenic nerve was being stimulated. Lead was capped (B)(6) 2019. Device and lead were replaced. Patient was stable after replacement.